Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high¿; although specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. The customer went to the emergency room (ER) and left after 40 minutes, as bg levels had resolved without any intervention. No alerts of occlusion and no issues with infusion set or cartridge were identified. System check confirmed pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.